Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: instructions operation manual rhino-laryngo videoscope olympus enf-v3 olympus enf-vh important information ¿ please read before use ¿ do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Instructions reprocessing manual rhino-laryngo videoscope olympus enf-v3 olympus enf-vh chapter 2 function and inspection of the accessories for reprocessing chapter 3 compatible reprocessing methods and chemical agents chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the videoscope had the insertion tube in the soaking tub for twelve minutes. They pour the cidex opa from the gallon container into the soaking tube and test with test strips. They do not use chemical wipes on the video connector. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the crack in the video connector could not be identified. Olympus will continue to monitor field performance for this device.